Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced nocturnal low blood glucose events while using the ilet, with the device configured to a higher cgm target that triggered low alerts at 80 mg/dl; review showed three lows preceded by highs and user behaviors of overcorrecting lows and frequently selecting ¿less than¿ meal announcements, and the event was corrected with oral glucose. Symptoms included none. Outcomes included no need for outside assistance and no medical intervention. Investigation included review of device data and user education on proper use. Investigation of this case revealed no device malfunction, with contributing factors likely related to user management decisions that can affect automated dosing performance. It was concluded, based on previously established findings for similar reports, that the cause was unclear and user-related factors were suspected. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.